Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact dates not provided. Article acceptance date is september 26th, 2023. The study was conducted for surgeries performed between april 2019 and july 2022. Section d4: catalog number: complete number is unknown, as the serial number was not provided. Section d6b - explant date: n/a, lens remains implanted. Section h3: the implants were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: sana niazi, zisis gatzioufas, sorcha n., dhubhghaill, majid moshirfar, amir faramarzi, farzad mohammadi, bahar kheiri, alireza peyman, mohammad heidari, farideh doroodgar, association of patient satisfaction with cataract grading in five types of multifocal iols, adis (2023), doi: https://doi.org/10.1007/s12325-023-02698-5. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: association of patient satisfaction with cataract grading in five types of multifocal iols. A multicenter prospective comparative study was done to investigate patient satisfaction levels in five premium intraocular lenses (iols) and to determine whether patient satisfaction was associated with the cataract grade before lens surgery. A total of 164 patients (n=328 eyes), who had completed the full 3-year follow-up, were evaluated in this study. The number of patients implanted with identical premium iols among groups of lenses was as follows: at lisa tri (n=33), physiol finevision trifocal iol (n=34), panoptix trifocal iol (n=35), tecnis symfony (n=32), and acriva trinova sinusoidal trifocal iol (n=30). For all patients, each eye was separately treated by at least 2 weeks so that iols with the same optical features could be placed in both eyes. Hoas: 0.26 ± 0.15. Coma: 0.16 ± 0.1. Trefoil: 0.11 ± 0.13. Spherical aberration: 0.08 ± 0.12. Posterior capsular opacification(pco) beyond 1 year (all groups): 9%; its rate increased significantly to 18% for eyes with a 3-year follow-up. Yttrium aluminum garnet (yag) laser capsulotomy (12%) done for their posterior capsule opacification 3 years postoperatively. It is not clear if pco occurred in the eyes implanted with the j&j iol or the other products. There were no further interventions reported. A copy of the article is provided with this report.